Event description:
It was reported that the patient's device reached early elective replacement indicator (eri). Device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: final functional testing showed passing values for all tests except battery voltage, which measured 2.75v. The device functioned nominally with regards to pacing output, lead impedance, regulated supplies, and reference voltages. Additional analysis recorded nominal device system current drain. Battery performance model comparison to the device save-to-disk weekly battery voltage trend indicates that the battery experienced a continuous external current drain of approximately 56 throughout its entire service period. When the device was powered with an external supply and programmed to nominal pacing parameters with pacing loads, the system current drain was nominal. The device passed diagnostic system testing. The cause of the reported battery depletion was not determined since the hybrid functioned nominally when using an external power supply and a high current drain condition was not established. No hybrid related anomalies were observed. The early depletion may have been caused by a higher than expected external current drain. Longevity testing at implant parameters revealed the device had not met its expected longevity. No evidence of an internal mechanism for premature depletion was found during destructive analysis. It was concluded that the battery did not yield any unusual electrical or other properties for a battery at this stage of depletion. The eri was the result of a depl eted power source. The exact cause of not meeting 80% of the lower 99.9% is unknown as both hybrid and power source tested normal.

Manufacturer narrative:
Product event summary :the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).